Event description:
Serious central corneal ulcer to my left eye, while using bausch & lomb renu solutions, and wearing bausch & lomb optima fw contact lenses. Severe pain, redness, and sensitivity to light, and tearing. Could not remove contact lens from left eye due to the pain and tearing, when dr. Removed the lens, part of my cornea was removed with it, leaving a deep scar in the center of my left cornea. I am no longer able to wear contact lenses, and must have a strong eyeglass prescription, but still have vision loss in my left eye.